Event description:
Event description cpi received information that a patient with an implantable cardioverter defibrillator (ICD), a transvenous defibrillation lead and a bipolar atrial lead experienced brady sensing and threshold difficulties in both the atrial and ventricular chambers. An invasive procedure was performed and the physician repeated the sensing problems by manipulating the leads in the ICD header. The physician elected to replace the complete system. The ICD involved is the ventak av (model 1810, serial number 300014), and is not market released in the united states.